Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch 8016915 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
Tap. It was reported that 144 days after implantation of a 3.0x12mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the ostial left descending artery (lad). A pre-intervention stenosis of 90% was reported. Intravascular ultrasonography was performed. A 3.0x12mm taxus stent was then deployed in the lad in the region of the lesion. A post-intervention residual stenosis of 0% with timi grade iii flow was reported. The procedure results were noted to be "successful." This stent was implanted beyond the expiration date. The pt presented 144 days after the initial procedure, with a 60% in-stent restenosis in the lad. The pt underwent coronary artery bypass grafting. Eight days later, the pt underwent percutaneous coronary intervention on the left circumflex artery (lcx), due to a 95% stenotic ostial lesion. It was reported that there were no further complications.